Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, right sided arm weakness and speech impairment were noted, and a stroke was confirmed. The symptoms did not resolve. It was reported that the ascending aorta and the aortic root were severely calcified. There was no history of atrial fibrillation. Per the physician, it was unknown whether the device caused or contributed to the stroke. No additional adverse patient effects were reported.